Event description:
Information received from the field notes that the patient presented to the emergency room with ventricular pacing at 55 ppm. There was occasional atrial output with uncertain capture and no response to magnet application. The physician scheduled the patient for device replacement.